Event description:
Customer reported that he had high blood sugars. Customer stated that the drive support cap is protruded on his insulin pump. Customer stated that the insulin pump is alarming. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to loose motor drive support disk. Unit had missing end cap sticker.